Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-02569. Device investigation is housed within pr (B)(4).

Event description:
It was reported to philips an fr2+ defibrillator (sn: (B)(6), see attached) was involved in an incident on monday 19th june, where it failed to deliver a shock during a cardiac. Although, support for this device was withdrawn by philips in (B)(6) 2018, the device was regularly serviced (6 monthly intervals) and was within in service date. The device has been quarantined and is in my possession. They still have the pads used during the arrest and I have requested them, as these will also need to be tested in conjunction with the defib.